Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this implantable pacemaker presented to the emergency room with a low heart rate. The device exhibited right ventricular (rv) and right atrial (ra) noise with occasional oversensing. The rv channel displayed markers which did not line up with intrinsic or device signals. The ra lead was tested in unipolar configuration, and the patient had pocket stimulation. The ra channel exhibited a period where no deflections were noted, and it was discussed that the patient likely had a silent atrium during that time. A surgical revision was performed and an insulation breach was found on the ra lead. An insulation problem was also suspected on the rv lead, but not confirmed visually. The system was subsequently replaced. No additional adverse patient effects were reported.